Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components - reason not reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It is noted that surgical revisions or intervention are a known complication of total joint prothesis, related to pain and infection. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of pain and subsequent revision, cannot be conclusively determined; however, it is most likely related to the patient's underlying conditions. These devices are used for treatment not diagnosis. No devices returned, no evaluation pending.

Event description:
It was reported that a patient experienced a surgical revision of knee components due to pain from suspected loosening. On the day of surgery, the devices were found to be well affixed. With the thought that there may be patient infection, the surgeon sampled the wound for analysis and inserted a cement spacer. Histology report will dictate the course of surgical action. There are no allegations of device malfunction or problem. No additional information has been received.